Manufacturer narrative:
According to the facility "when the pencil was being used the bovie tip fell out of the pencil into the body cavity". Per the facility the bovie tip was confirmed to be seated securely prior to use. Per the facility "a new pencil was opened" and there was no report of injury. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "when the pencil was being used the bovie tip fell out of the pencil into the body cavity".